Manufacturer narrative:
Additional information was added to d9, h3, h6, and h10. H10: the device and a photograph of the sample was received for evaluation. Two (2) actual samples were received with a partially filled solution. Visual inspection of both actual samples did not identify any abnormalities that could have contributed to the reported condition. The fill port caps were removed and no issue was observed of the connector or cap areas of both actual samples. The photographs were reviewed and on the right side photo of sample 1 a blurry particle was observed in the fluid path. The sample 2 image provided no clear evidence of particle matter. Since the particles were found by baxter compounding the reported condition are considered confirmed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small particles were observed in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified during visual inspection of the finished products. There was no patient involvement. No additional information is available.